Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad engineer reported that the pt had low flow alarms. Upon admission to the ICU, the pt began experiencing intermittent low flow alarms. Lvad parameters: 8800rpms, li 4.7, pp 3.7, est flows 2.5. Rvad parameters 2500rpms w/ flows 3.5-3.9. The vad engineer reported no chest tube output. A fluid bolus was given. It was recommended that the vad engineer obtain an echo to rule out tamponade and evaluate the cannula position and left ventricle filling and look for any ai. A device tracking was received on (B)(4) 2014, which indicated that the pt expired on (B)(6) 2014. The cause of death was noted as multi system failure.